Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions on how to reset the pump, which the customer followed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.